Event description:
Patient tested on suspect analyzer and obtained a po2 result of 200 mmhg. Account would not divulge any further information regarding patient treatment or results obtained. Controls were run and within range.